Event description:
It was reported that the patient experienced difficulty connecting a new freestyle libre 3 plus sensor to the system, encountered a pairing failure, and then performed a rescan that initiated a warmup, after which the connection issue was resolved. No alerts or alarms were present and no adverse clinical symptoms were reported. Outcomes included successful pairing following troubleshooting and education. User support included guided troubleshooting steps focused on connection and pairing workflow. Investigation of this case revealed a transient pairing failure that resolved after rescanning and warmup, consistent with a communication or setup issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient connectivity behavior.